Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, when the first proglide was attempted, a cuff miss was noticed. An attempt was made with two more proglides; however, the sutures came out with the device after deployment. A fourth proglide devices was attempted; however, a cuff miss was noted. The impella procedure was completed and hemostasis was achieved with manual arterial compression. During the procedure, it was noted that there was heavy calcification in the external iliac and common femoral artery, so balloon angioplasty was performed and a stent was implanted (unrelated to the proglide devices). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances and all components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.